Event description:
It is reported the screw fractured when it was being inserted into the acetabulum. The larger portion of the screw was left implanted in the patient, the smaller portion was discarded.

Manufacturer narrative:
This report will be amended when our investigation is complete.